Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Information has been requested and if received, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent total elbow arthroplasty and has been indicated for a revision procedure due to infection. There has been no reported revision to date. Attempts have been made and additional information on the reported event is unavailable at this time.